Event description:
It was reported that the nurses and physicians are having difficulties with the insertion of the catheter. No patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation. This is a supplied item and the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).